Event description:
The hcp reported, the pt was experiencing increased muscle spasms, increased low back pain and increased numbness in the lower extremities. The pt was brought to the or after fluoroscopy identified a fractured catheter. The drug used in the pump is compounded baclofen. Upon resection, spinal fluid was seen emanating, however, the catheter itself was not visible until the dura was entered. The catheter was retracted enough to reattach to the primary catheter to the pump which was done with a metal straight connection system. The catheter was secured and no spinal fluid leakage was noted. The pt was returned to the recovery room in stable condition. A bolus was given through the catheter of 50% total volume prior to the pt leaving the or. Further f/u with the hcp indicates the pt is doing well at home with no complaints or problems with the device at this time.